Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the 0.014" enroute guidewire caused a dissection. An unplanned additional stent was placed to cover the dissection. There were no further complications reported.